Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; the meter is functioning properly. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of erratic results. Customer's wife states that her husband feels well and requires no medical attention. The customer's expected blood result is 100-140mg/dl fasting. Verified the strips expire 10/14/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 184mg/dl and 185mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with the 52mg/dl obtained (B)(6) 2015 at 11:15:00 pm fasting. Customer test twice a day and states he read 52mg/dl and the next day he read 220mg/dl.